Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised, due to the tibial plate collapsing. Implant and explant dates are unknown.